Manufacturer narrative:
(B)(4). A batch review cannot be performed, since there was no lot number provided. The sample was not received for evaluation, therefore the customer reported condition could not be confirmed. The root cause could not be identified.

Event description:
It was reported that a clearlink continu-flo solution set, with duo vent spike system, was observed to have no flow. The facility had difficulty in establishing flow of albumin during priming. It was reported that a syringe was used, on the distal end of the set, in an attempt to initiate flow. There was no patient involvement, therefore there was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available at this time.